Manufacturer narrative:
The reporter indicated that a 12.1mm, vtich12.1, +3.00/+2.0/069 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to low vault with rotation, but the problem did not resolve. On (B)(6) 2021 the lens was exchanged for longer length lens and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. G4: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm ,vtich12.1, 3.00/2.0/69 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to low vault with rotation but the problem did not resolve. On (B)(6) 2021 the lens was exchanged for a longer length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.